Event description:
The manufacturer received information alleging a ventilator inoperative alarm occurred on a trilogy evo, korea device. There was no harm or injury reported. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. A ventilator inoperative evt_mach_flow_drift_high error indicating that the amount of fluctuation in the flow sensor deviated from the standard was discovered in the device's event log. The device's machine flow sensor was replaced to address the issue. Additionally, the device's blower assembly was replaced due to an evt_mcl_foc_shutdown error code, and the system board was replaced due to an evt_drift_debug error code discovered in the device's event log. The device's display board was replaced to address a failed bluetooth verification: mac address valid test. The device's muffler assembly and air inlet foam filter were replaced according to the 4-year periodic maintenance requirement. The valve and internal battery have been assessed and found to be in normal condition. The device passed final test.